Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, the implant was not returned with the bundled mount. The mounts hex was fractured. The hex piece was returned. DHR review was completed for the subject lot number 1295136. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1295136 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The bundled mount and retaining screw were fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that during procedure the hex from mount fractured inside the implant at tooth site 36. The fractured part could be removed from implant without causing any damage. There was a delay in the procedure due to hex removal, endoscopic ultrasound tip was used under surgical microscope. Implant remains implanted, only mount was returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k101880.